Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 548 mg/dl. The customer was not hospitalized for the high blood glucose readings. The current blood glucose was 58 mg/dl. The insulin pump was dropped and the infusion set came out. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to unresponsive button. The device had cracked case at display window corners.